Event description:
It was reported that the implanting physician could not get the lead to lay flat so they did not implant a device. The patient was in pain following the attempted lead implant and was hospitalized for one week.